Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; cause was not known. Reportedly, due to the elevated bg, the customer allegedly "couldn't stand up" and went to the emergency room (ER). While in the ER, the customer received insulin as well as saline to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.